Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that drawer not opening. A field service engineer powered down, reseated the cables in drawer 6, rebooted the system, and conducted diagnostic tests. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system drawer 6.1 will not open. A customer has reported that the user was unable to dispense medication, and there was a delay in the medication dispensing process due to a reported malfunction. There were no adverse events or injuries reported based on this event.